Event description:
"Unit shut down on its own". Pt complaining that ventilator "felt" funny-when asked to explain, pt states that the pressure/volume felt higher, the vent would auto cycle for no reason, the vent turned off completely once and alarming, and it would make a "reving up" (like a engine) noise every night, pt has been on vent for years and said it did not feel right. Pt caregiver stated that a few weeks (?) Before they had accidentally plugged in vent into car lighter/adapter with car turned off and then turned on car. They may have caused internal damage. Accessories used: humidifier, o2 source; power source at time of event: external battery, ac; primary power source: ac.